Event description:
The caller reported that the insulin gauge displayed an amount that differed significantly from the expected 240 units, showing either 140 or 180 units. There was no adverse impact to the customer¿s blood glucose level. To resolve the issue, the caller loaded a new cartridge and agreed to receive an email with resources for cartridge loading. Cts advised the caller to contact them again for troubleshooting if the issue recurs, and the caller acknowledged this suggestion.